Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an aortic prosthesis procedure. Reportedly, when the needles were removed no suture was present. Two additional proglide devices from the same lot (31021k1) were used with the same results. The sutures of two additional proglide devices from a different lot (30905k1) were successfully placed using the pre-close technique. The sheath was upsized to 20f and the aortic prosthesis procedure was completed. Hemostasis was achieved using the successfully pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided. Subsequent returned device analysis of one device from lot 30905k1 revealed a posterior cuff miss had occurred.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.